Manufacturer narrative:
[(B)(4)].

Event description:
Lenstec received an email stating that "a lens was being returned due to a scratch in optical portion of lens. Removed from eye with increase in incision size from 2.4mm to 3.0mm. No patient or adverse event noted".